Event description:
It was reported that the arctic sun device wasn't cooling. They walked through a functional check of the device and they observed with mixing pump command (mpc) at 100% and chiller temperature (t4) was at 3.6c, however outlet control temperature (t2) would not drop below 15c. Per additional information updated from ttm on 12aug2025, nurses sent device down stating it was not regulating temperature. They did a functional verification to 4c but water temperature (wt) would not drop below 16c. Biomed spoke with manager and had decided to send in device for repair. Needs to get quote for repair. Per review of wo notes on 12aug2025, discussed this was indicative of a failed mixing pump. Discussed the 2k hour service with them and stated they would discuss repair options with the management. Requested the depot service and a loaner. Per additional information received via mail on 26aug2025, it was reported that the device will not be sent in for repair. It will be repaired onsite. No details were provided on exactly what type of repair will be done. No medical intervention was noted for the patient at the time of the device malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. They walked through a functional check of the device and they observed with mixing pump command (mpc) at 100% and chiller temperature (t4) was at 3.6c, however outlet control temperature (t2) would not drop below 15c. Per additional information updated from ttm on 12aug2025, nurses sent device down stating it was not regulating temperature. They did a functional verification to 4c but water temperature (wt) would not drop below 16c. Biomed spoke with manager and had decided to send in device for repair. Needs to get quote for repair. Per review of wo notes on 12aug2025, discussed this was indicative of a failed mixing pump. Discussed the 2k hour service with them and stated they would discuss repair options with the management. Requested the depot service and a loaner. Per additional information received via mail on 26aug2025, it was reported that the device will not be sent in for repair. It will be repaired onsite. No details were provided on exactly what type of repair will be done. No medical intervention was noted for the patient at the time of the device malfunction. The repairs for the reported issue are unknown as the work order was canceled but will be updated if more information is provided. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device wasn't cooling. They walked through a functional check of the device and they observed with mixing pump command (mpc) at 100% and chiller temperature (t4) was at 3.6c, however outlet control temperature (t2) would not drop below 15c. Per additional information updated from ttm on 12aug2025, nurses sent device down stating it was not regulating temperature. They did a functional verification to 4c but water temperature (wt) would not drop below 16c. Biomed spoke with manager and had decided to send in device for repair. Needs to get quote for repair. Per review of wo notes on 12aug2025, discussed this was indicative of a failed mixing pump. Discussed the 2k hour service with them and stated they would discuss repair options with the management. Requested the depot service and a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.